Event description:
Patient was a multiple trauma patient. Abdominal to surgery. Several times to emergecny to control bleeding apparently on one surgery a 18 x 18 lap sponge was left in abdominal cavity. Patient was developing high temperature and abcess. CT scan showed severity. Possible sponge. On 9/8/92 had experienced deliotomy - removed sponge. 18 x 18 ring sponge removed was tucked under liner area. Patient responded well from surgerydevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, device recalled by manufacturer/distributor. The device was destroyed/disposed of.